Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 08/26/2024. An investigation was conducted on 09/04/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the intact gray silicone insulation on both the cold and hot jaws. No peeling of silicone was observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot # 3000369645 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that vasoviewhempro vh-3500 silicone was peeling away from the energy wire. A new device was used to complete the procedure.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.